Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient was unable to see clearly at any distance. The patient stated that, he states he was referred to retinal specialist for swelling and received an injection. Per the retinal surgeon the swelling has resolved. His vision was 20/80 and his surgeon does not know why he is unable to see clearly. The physician stated he can put on his old pair of glasses that he wore prior to surgery and see clearly. Additional information has been requested.